Manufacturer narrative:
Additional information was provided: serial number: (B)(4). UDI: (B)(4). Expiry date: 3/10/2020. Manufacturing date: 3/10/2016. Device available for evaluation? Yes, returned to manufacturer on 2/21/2017. Device returned to manufacturer? Yes. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of a zcb00 17. 5 diopter, a cut on the lens was observed and confirmed under a microscope. The lens was cut into pieces and removed from the patient eye.

Manufacturer narrative:
In MDR follow up #1, it was indicated that the device was returned and under investigation. The actual product received was not the product the customer was reporting; therefore, the reported lens was not actually received as indicated in the MDR follow up report. The following are updated accordingly: device available for investigation: no, device returned to manufacturer: no. Device evaluation: the product was not returned for evaluation as was reported. The reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.